Event description:
It was reported, "no blood vessel signal from the thd doppler probe device during thd treatment, silent". A new thd doppler probe was used and the treatment was completed successfully.

Manufacturer narrative:
The device was sent to thd spa (italy). Add'l info could be provided upon completion of the technical investigation.